Event description:
Rainage tubing was implanted on date of original surgery. Two days post-op doctor was removing the above stated drainage tubing and the tubing broke leaving a piece of tubing inside patient's wound, thus requiring the doctor to make an incision in order to remove the remaining and broken piece of wound drainage tubingdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.